Event description:
Information received from the field notes that the patient had not been feeling well and was seen for a pacemaker check. Initial interrogation was not successful. Another programmer was used and dashes (---) were noted for most parameters. Attempts were made to reprogram the device and to download the software. They were unsuccessful. There- fore the device was replaced.